Event description:
Procedure type: sigmoidectomy. According to the reporter: the surgeon was preparing the proximal colon for anastomosis with the purstring device. Two separate devices were opened and the staples failed to properly deploy. The eea anvil was not able to be secured by the suture that was inserted by the device. Staplers were fired into the target tissue. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).